Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager kept failing. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failing. A field service engineer (fse) found the station operating normally with plain pyxibus and a remote manager. The customer reported frequent refrigerator failures that quickly recovered. The issue was traced to a known bug requiring a longer pyxibus auxiliary cable, so an additional 12-foot cable was added to the existing 12-foot cable to attenuate the signal and resolve the problem. Then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.